Event description:
Information received from the field does not address the patient's clinical status but notes that post implant measurements revealed <200 ohms impedance with no r-waves and no capture at 7.5 v. Oversensing was also noted on the ventricular channel which led to pauses on the ECG. The patient was returned to surgery. When the lead tested normal via an analyzer, the pulse generator was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received